Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3550-39, product type: accessory. Product ID: 3550-39, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from the healthcare professional (hcp) reported that the patient's implantable neurostimulator (ins) system was removed due to being ineffective. There was no patient injury and their status after the device removal was reported as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator, model 37712, serial no. (B)(4), found no significant anomalies, battery reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 92. The last recorded recharge session performed while the device was implanted has the default date of (B)(6) 2000 due to por. The device was recharged for 36 minutes and the battery charged from 2.000v to 3.205v. The charge prior is dated (B)(6) 2014; the battery charged for 2 hours 1 minute from 3.720v to 3.900v. The battery discharged to the lock mode on (B)(6) 2014; the total therapy loss count is 3. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.